Manufacturer narrative:
Device passed displacement test, self test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The keypad connector on lcd is locked properly during visual. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer experience different blood glucose level of 240 mg/dl. The customer stated that the insulin pump had button error. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.